Manufacturer narrative:
The customer support engineer (cse) inspected and replaced the graphical user interface (gui) central processing units (cpu) printed circuit board (pcb), backlight inverter pcb, and breath delivery unit pcb. The cse installed the revision ah software and ran functional verification tests, electrical safety tests, and performance verification test. The device operated within the mfg specifications. The replaced components are expected to be returned for eval. Upon receipt of the components and completion of the investigation, a supplemental report will be submitted. The service history record (shr) for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should add'l info become available, a supplemental report will be submitted. (B)(4).

Event description:
A report was rec'd from (B)(6) indicated the device had a blocked and unresponsive screen. The ventilator was not in used on a pt when the malfunction occurred. Though requested, add'l info has not been rec'd.